Event description:
It was reported that the patient¿s stimulator turned on and off on its own, and had been doing so since implant 15 days prior. The patient also felt shocks when they walked. The patient felt that stimulation had not covered the correct spot since implant, and seemed to be over to the left. It was noted that the adaptivestim function had not been turned on and the orientation had not been done. Based on impedances, it was suggested that the 0-7 tail of the lead not be used. However, none of the impedance measurements were out of range. The impedances ranged from 400 ¿ 1031 ohms. Re running impedances after reprogramming was also suggested. It was further stated that the patient left after the appointment on (B)(6) 2013 and said the stimulation felt better. The patient planned to have an x-ray to make sure the leads and stimulator looked good. No additional information was available.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).